Event description:
The customer reported that the system has been giving filament errors, then the system went down and will not boot. It displayed a pre charge failure.

Manufacturer narrative:
The ge service rep arrived on site with a filament driver board. System error had now evolved into precharge failure. He attempted to replace the filament driver board and system continued to report precharge failure. He ordered batteries. Charger board and power cap module. The rep replaced the parts then booted the system and power cap module began to ach and chatter. He shut system down quickly and found one capacitor in power cap module black and burnt. The rep replaced the new power cap module with old one and system continued to report precharge failure. He put addtional parts order in. The rep arrived on site replace batteries independent and system boot successfully. System is fully operational at this time.